Event description:
It was reported that patient's pain never stopped on side, groin , in right buttocks, also very tight ham strings, it also hurts to sleep on the right side. Additional event description: it was reported that the patient had a painful hip. Prosthetic impingement in the acetabular rim at full extension and internal rotation. The poly held up just fine, although a little deformation. The modular neck actually was hitting the metal of the cup, yet the poly and locking mechanism maintained their integrity. Doctor put some ante version into the cone body, and used a longer head, which seemed to eradicate the impingement problem.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown poly insert. An evaluation of the device cannot be performed as the device was retained by the attorney and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that patient's pain never stopped on side, groin , in right buttocks, also very tight ham strings, it also hurts to sleep on the right side. Additional event description: it was reported that the patient had a painful hip. Prosthetic impingement in the acetabular rim at full extension and internal rotation. The poly held up just fine, although a little deformation. The modular neck actually was hitting the metal of the cup, yet the poly and locking mechanism maintained their integrity. Doctor put some ante version into the cone body, and used a longer head, which seemed to eradicate the impingement problem.

Manufacturer narrative:
Corrected investigation narrative based on updated investigation results. An event regarding a pain involving an unknown liner was reported. Conclusion: it was reported the patient was experiencing pain. No allegations were made regarding the unknown liner. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient's pain never stopped on side, groin , in right buttocks, also very tight ham strings, it also hurts to sleep on the right side. Additional event description: it was reported that the patient had a painful hip. Prosthetic impingement in the acetabular rim at full extension and internal rotation. The poly held up just fine, although a little deformation. The modular neck actually was hitting the metal of the cup, yet the poly and locking mechanism maintained their integrity. Doctor put some ante version into the cone body, and used a longer head, which seemed to eradicate the impingement problem.